Event description:
It was reported that the left ventricular (lv) lead had pulled back via review of the x-ray at the hospital. No electrical anomalies were noted. The lv lead was removed and replaced. There were no adverse health consequences, the patient was stable.